Manufacturer narrative:
The following fields have been corrected/additional information: h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux 1 hh 3.1 drawer was not detected. A field service engineer reseated row board cable, replaced retractor band, rebooted the station and ran firmware updates to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure, causing delay in patient care. The customer added that they were prevented from removing gabapentin, hydromorphone, morphine and other critical medications in the drawer. Customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected. A field service engineer reseated row board cable, replaced retractor band, rebooted the station and ran firmware updates to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure, causing delay in patient care. The customer added that they were prevented from removing gabapentin, hydromorphone, morphine and other critical medications in the drawer. Customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.